Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: cable pins of odu (video) connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines and the manufacturing process for soldering process between joints and odu plug have been updated and improved. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The customer's reported problem could not be reproduced or confirmed. However, olympus identified the image is green and purple in color with vertical lines. The mage problem was isolated to a defective video cable unit. The inspection also noted the fiber bonding at the distal end of the outer tube is damaged. Device history records (DHR): the manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to olympus for evaluation for a reported image problem, after a while in operation the optics makes duplicate mages. Upon inspecting and testing, olympus identified the image is green and purple in color with vertical lines due to a defective video cable. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the green and purple colored image defect.